Manufacturer narrative:
During failure analysis, the customer's complaint was not duplicated. The device functioned according to specification. Preventive maintenance was done on the ball bearing and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for evaluation because, it was running on its own. There was no pt involvement; no adverse event was associated with the device.